Manufacturer narrative:
Analysis of the recharger (serial # (B)(4)) revealed broken connector pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID :37761, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer stating that patient received the ins recharger but no cords, and ins recharger charged fine when patient got it, but it would not charge on the day of the report. Patient stated when they move/wiggle the cord, ins recharger screen changes, and there was a green light on desktop charger. It was stated the connector pin on desktop charger was bad. A replacement desktop charger was sent. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had ins recharger plugged in and it would not recharge beyond a quarter, was not charging. Patient confirmed that the recharger was not beeping. Patient plugged the recharger into the outlet but that did not resolve the issue. It was confirmed that the green light on desktop charger was on. Patient unplugged the connector pin and plugged it back in and nothing came on the screen. The connector pin was not loose or bent. Recharger was not charging even though it showed on the screen that it was plugged in. Patient said they stopped feeling stimulation the night before. No further complications were reported as a result of this event.